Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory confirmed the root cause to be a defective mainboard.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported that fet are burned. They are reviewing if any issue on the main electronics has occured; the risk analysis is being asked.

Event description:
The customer reported a blower failure on this device. The customer reported there is no patient involvement in the event.